Event description:
Related manufacturer reference 3005188751-2015-00042, 3005188751-2015-00043, 2030404-2015-00035. During a pulmonary vein isolation and right atrial flutter ablation procedure, a pericardial effusion occurred. An inquiry steerable ep catheter was placed in the rv, a livewire ep catheter was placed in the cs and transseptal access was obtained with a non-sjm transseptal needle. A pre-cryo voltage map using a reflexion hd spiral catheter and an agilis nxt introducer was performed in the left atrium. The agilis introducer and reflexion spiral catheter were removed and a non-sjm flexcath introducer was introduced. Following isolation of the pulmonary veins using a non sjm cryo catheter, right atrial flutter was induced and preparation for rf ablation in the right atrium cavotricuspid isthmus (cti) was initiated when the patient became hypotensive and intracardiac echo revealed a pericardial effusion. Blood pressure was stabilized with medication and the procedure continued. The patient remained stable upon leaving the ep lab. There were no performance issues noted with any sjm devices used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and may be procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.